Manufacturer narrative:
The serial number provided by the customer is an error. The correct serial number has been requested and shall be provided in a f/u. Device and info is still in the process of being obtained. Will provide further details when it becomes available.

Event description:
This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device. During testing, the ventilator is connected to the test lungs and the parameters are set. After running for a period of time the ventilator parameters and display become stuck. The breathing cycle continues normally. To correct the problem the ventilator is turned off and turned back on (rebooted).